Manufacturer narrative:
Film evaluation summary: the exact cause of the endoanchor fracture could not be determined from the limited films provided. Pre-implant CT¿s were not available and the patient¿s anatomy and assessment of the previously implanted cook bifurcate and palmaz stent could not be performed. The bifurcate suprarenal stents were angulated ~60 deg rt-lt relative to the flow divider centerline, and the applier was seen brought up the right limb with the tip of the applier angulated ~125deg leftward against the left ID of the bifurcate/stent. The applier appeared to be properly apposed; perpendicular to the endograft in the lt-rt axis. During implant of this initial endoanchor, approximately 3 turns of the anchor were seen to have been properly implanted into the aorta. However, during implant the last (distal ¿d-shaped cross bar¿) turn, the anchor appeared to have elongated, fractured, and remained within the applier. It is possible that the anchor could have made contact with the bifurcate and/or palmaz stent, or possibly contacted calcification within the proximal neck, which may have caused the anchor to fracture during implant. Excessive compression of the applier during final deployment, with the applier d-driver remaining engaged into the endoanchor after separation from the applier catheter, may have also contributed. A device issue cannot be ruled out as a potential cause. However, the delivery system and fractured anchor were not returned and a product investigation could not be performed. If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was used with an accessory device with a non-mdt stent graft for the endovascular treatment of a type ia endoleak which had occurred in a previously implanted non-mdt stent graft system. It was reported that, during the procedure and after the first endoanchor had been implanted, the physician could not observe the complete implantation of the endoanchor under fluoroscopy. It was reported that there was no abnormal response from the applier. On removal of the heli-fx applier from the patient there was a fragment of the first endoanchor remaining that was then lost in surgical suite. The remaining 9 endoanchors were implanted without issue using the same heli-fx applier and the treatment was successfully completed. Per the physician, the cause of the event was due to a product failure. No additional clinical sequelae were reported and the patient is fine.